Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous proximal right coronary artery (rca) to the atrioventricular branch or posterior descending artery. The physician implanted 2.5mm, 2.75mm, 3.0mm and 3.0x28mm promus element stents distal to the target lesion. The implanted stent were postdilated with a 2.0mm apex balloon catheter. Intravascular ultrasound (ivus) was performed and it was identified that there was a 3.2x3.2mm lumen in the proximal rca. A 3.5x28mm promus element stent was deployed at 12 atms for 20 seconds in the proximal rca. An ivus catheter was advanced to the lesion; however, it was unable to cross and was successfully removed. The physician then performed angiography and it was noted that the 3.5x28mm promus element stent was shortened at the ostium of the proximal rca. The physician attempted to advance the balloon of the 3.5x28mm promus element stent , however it was also unable to cross. The 3.5x28mm promus element stent was postdilated with a 2.0 apex balloon catheter. The procedure was completed by postdilating the deformed segment of the 3.5x28mm promus element stent with a 3.25 apex balloon catheter. No further patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).